Event description:
Patient called tech support due to experiencing discomfort or pressure in her abdomen, chest pains, and nausea for a week. The next day, patient's pd nurse (B)(6) called tech support requesting a cycler replacement for patient's complaint of feeling very full and having pain and discomfort after completing a ccpd treatment. Patient then did a manual drain and obtained 3,100 ml. Fill volumes are 1,500 ml. Patient was okay after draining but was uncomfortable using the cycler. Treatment data from the cycler indicates that the cycler had drained appropriately. Patient had drained the entire volume fill plus additional fluid in each cycle. Review of the flow sheets reveals no abnormality and the initial machine investigation has found no evidence of malfunction. Note: patient had a hernia repair approximately a year ago. The hernia was being monitored and evaluated by a surgeon who scheduled a surgery date to have the same hernia repaired. The scheduling of the surgery predated the large drain event. The hernia repair surgery occurred after the large drain event as scheduled.

Manufacturer narrative:
Event problem codes. Device code: (other) unknown. Review of the flow sheets reveals no abnormality and the initial machine investigation has found no evidence of malfunction. Unable to determine the source of the 3100 ml manually drained post treatment. Device evaluated by manufacturer: (other) investigation in progress. (B)(4).